Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "door sensor problems" as a door not fully latched alarm caused by a failed lower link switch. The lower auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump had door sensor problems. It was also reported that there was no patient involvement.